Event description:
It was reported that the ventilator needs a base repair. Patient involvement unknown. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was initially claimed that unit need repair. The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. The customer has ordered cart option for the unit and after a time dismounted patient unit from the cart and used it on the shelf without shelf option equipment. The customer wanted to attach the unit with support of the technician and ordered shelf option to be installed. The technician installed shelf option. According to the technician there were no malfunction of the unit. In user's manual for servo-u ver. 4.4, rev. 03, the user is obligated to make sure that the shelf base is securely fixed on the table or shelf. It is worth to mention that at one moment of time, the customer decided to use the device with shelf option and contacted sales to obtain proper parts. The user has been also informed about the need of following guidance from user manual and having the base secured through the shelf option before using it on a shelf or desk. The complaint was decided to be reported to competent authorities based on available information (no logs or no information about faulty part), as the initial description - base repair - might have underlying causes which represent a reportable event. Not correctly attached unit might drop down and cause stop of ventilation (extubation) or injury. The cause of the issue has been traced back to the incorrect usage of the device ¿ unit being used on shelf without shelf option installed. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 11/07/2017. Corrected manufacture date: 11/08/2017.

Event description:
Manufacturer's ref.#: (B)(4).